Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016: the revision surgery has been performed as planned on (B)(6) 2016. Pre-operative x-rays available. The explants will not be available. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: joint laxity found in a tka 1,5 years after operation. This may in part be due to some internal rotation of the femoral component, which also has the effect of lateralizing the patella. The replacement of the insert with a thicker one will hopefully solve the laxity problem with a small and minimally invasive operation, but it may not solve the patella issue. These adverse findings were not caused by a faulty device. Batch review performed on (B)(6) 2016. Lot 133995: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision planned because of joint laxity and patella lateralisation.